Event description:
It was reported the patient's ipg is inoperable and unable to communicate with external devices. The sjm rep met with the patient and confirmed the issue. It unk if the patient failed to charge his ipg. Surgical intervention was undertaken and the ipg was explanted and replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Correction number: 1627487-0726012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.